Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6f¿7f mynx control vascular closure device (vcd) was not fully deployed, and part of the sealant remained attached to the tip of the device upon removal. The exposed sealant was expanded with saline, trimmed, and treated. Hemostasis was achieved with manual compression for approximately 15 minutes. There was no reported patient injury. The procedure was performed using a retrograde approach. A 6f 11 cm non-cordis catheter sheath introducer was used. The sealant was deployed completely above the access site and was partially exposed externally, and the sealant was not dislodged from the arteriotomy. The sealant was deployed in the correct location in the patient before the device was removed. The sealant was exposed on the body surface after device removal. There was no prior percutaneous transluminal angioplasty, stent, or vascular graft in the common femoral artery or vein. The vessel diameter was greater than or equal to 5 mm, with no vessel tortuosity and no peripheral vascular disease or calcium at the puncture site. The user was trained to the device, and the device was opened in a sterile field and stored and prepared according to the instructions for use. The device will be returned for evaluation.